Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it is reported that traces of corrosion were found. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation based to the manufacturing and material documents has shown that the complained articles were manufactured according to the specifications. All metallic contacts in damp or wet conditions produce electrolytic reaction with contact corrosion as result, which should be avoided. The rust resistant traces can be easily removed. Therefore we can define clearly, that this is an accretion of contact corrosion.